Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/11/2016 , to report a detached sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the upper buttocks on the (B)(6) 2016. There was no report any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The sensor was returned for evaluation. A visual inspection was performed and the sensor wire was missing from the sensor pod and seal carrier. Due to the missing sensor wire, the sensor wire is considered to be detached. The customer complaint was confirmed. A root cause could not be determined.